Event description:
Related manufacturer reference number: 3006705815-2022-17009. It was reported that the patient was unable to set the ipg into MRI mode due to lead fracture. As such, surgical intervention took place wherein the lead was explanted and replaced with a new lead to address the issue. Patient¿s ipg was also replaced due to end of life. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.